Event description:
Caller states that the pt tested >8.0 inr on the device and 4.7 inr on a comparison lab. Coumadin was reportedly held for 3 days with no adverse event reported. Requested return of suspect device and replacement was sent.